Event description:
It was reported that during the implant procedure exhibited loss of capture and sensing at multiple sites. The lead was not used and a new active lead was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.